Event description:
It was reported that customer experienced air bubbles and gaps of about 4 mm in tandem mobi cartridge during pumping, although no large air bubbles or gaps were present after priming with tubing fill feature. There was no adverse impact to the customer¿s blood glucose level. Customer followed cartridge preparation steps using room temperature insulin, large air bubbles and gaps were resolved, and customer was able to resume insulin therapy with understanding acknowledged.